Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 was reproduced. When the device was powered 'on' and a set was loaded, the device alarm 'system error 322'. A review of event history log revealed multiple occurrences of system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.